Event description:
Event description guidant received information that this patient, who suffers from dementia had complained of feeling faint. There was oversensing due to noise when the lead was in the unipolar configuration. It was felt this was myopotential oversensing when the device was in the unipolar configuration. With the device in the bipolar configuration the noise was eliminated.